Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was leakage between the cap or port of the device used in compounding production. The quality control during production includes a visual verification for cap tightening and leakage and the issue is not seen during production. The issue was discovered during goods receipt of finished product. There was no patient involvement.